Manufacturer narrative:
G4: 20apr2020. B4: 23apr2020. It was indicated that there was a power cord replacement. Multiple attempts were made to obtain additional information on the event and the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03 mar 2020.

Event description:
It was reported that the ventilator failed leak. There was no patient involvement.